Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to loose battery pins.

Event description:
The customer contacted physio-control to report that their device powered off when "tipped or bumped". There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio did observe that there was movement of the battery pins within the battery pin grommet. The rear case was replaced for loose the battery pins. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off when "tipped or bumped". There was no patient use associated with this event.